Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they had a pocket revision last week. Patient said the device was implanted for bowel control. Patient is having constipation because the bowel is all backing up. Patient has to twist up into a position of yoga to relax the gas. Reviewed option to turn stim off, but patient said if they do their bladder doesn't empty properly. Reviewed option to decrease stim or change programs. Patient was able to change programs and increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Patient said they were given 4 dilaudid after surgery and have been in a lot of pain , like a spinal cord leak. Patient said their spine is "gaping open". Patient said they have been through a lot. Patient, they can already feel the device poking out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.